Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/06/2017, that on (B)(6) 2017, the patient experienced an error reading during the night. The patient's husband tried to wake up the patient, but she was unresponsive. The patient's husband administered the patient with glucose and she woke up. At the time of contact, the patient was doing good. No additional patient or event information is available. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).